Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device could not be advanced over the guide wire into the vessel. The device was removed and a starclose se device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it in the pre-plunger deployment position. The sheath was severely kinked distal of the suture bearing. There were no abnormal observations noted with the guide wire exit ramp or exterior of the sheath for the deployed state. During testing, the device was loaded over a proxy guide wire resulting in stoppage approximately 11 cm proximal of the tip. The guide wire was then backloaded through the guide wire exit ramp that additionally resulted in stoppage approximately 11cm distal of the ramp. The sheath was cut open revealing coagulated blood that caused the blockage. The blood was flushed and pushed out of the lumen of the sheath; the proxy guide wire was reinserted resulting in successful advancement through the sheath without difficulty. The kink detected at the proximal end of the device indicates the device encountered excessive resistance during deployment. Based on the evaluation findings, the most probable root cause for the failure to load the device during use is related to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.